Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of event was reported as (B)(6) 2017. It is unknown if that is when the device broke or was discovered broken. (B)(4) expiration unknown (10) lot unknown. Exact date unknown; reported as approximately three months before explant date complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) broke postoperatively. Device was implanted about three (3) months ago. The device was explanted on (B)(6) 2017. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action & investigation summary was performed. The report indicates that the complaint failure: as relevant for the complaint condition; nail broken, the following features; outer diameter (10mm and 8mm) as well as inner diameter (4.4mm) were identified and measured. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. No manufacturing error was found. The product was manufactured per its specifications. Besides, during the manufacturing process the lot (l0448349) was inspected through the inspection sheet and have meet its specifications, the raw material certificate was checked and all used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article (272.320s) was reviewed and no manufacturing issue could be found. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. The complained proximal femoral nail was forwarded to the manufacturing site and was checked for conformance to the specifications. Dimension: the measurable dimensions of the proximal femoral nail were checked and found to be in compliance with the technical drawings and ao/asif specification. Material: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for implants made of stainless steel conclusion: the nail is broken in the region of the distal diameter. Traces of use were visible on distal shaft. All dimensions relevant for the function of the part were measured and found to comply with the specifications. The fracture surface is homogenous what indicates material conformity to the specification as well. Unfortunately the exact cause of failure cannot be determined; a manufacturing or material related condition can be excluded. 02.027.034s the above mentioned pfna-blade was returned as concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on july 31, 2017 but no third acknowledgment was received. Advised by FDA on august 14, 2017 to resubmit medwatch. Report was then resubmitted on august 14, 2017 but no third acknowledgment was received. Advised by FDA on august 28, 2017 to resubmit medwatch. Report was then resubmitted on august 28, 2017 but no third acknowledgment was received. Advised by FDA on august 29, 2017 to resubmit medwatch. Lot number, expiration date, UDI: (B)(4), concomitant medical product: (therapy date): unknown. Manufacturing location: (B)(4). Manufacturing date: july 12, 2016. Expiry date: july 01, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision procedure was completed successfully. Concomitant medical products: pfna blade (part 02.027.034s, lot l244298, quantity 1); cable (part/lot unknown, quantity 4); locking bolt (part/lot unknown, quantity 2).